Event description:
The customer reported that the images were erratic and the sys was unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board replaced during the svc call. The system was tested and found to be working as intended and put back into svc.